Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified 1/2 mlcc 6 mm 31g bd syringe experienced plunger separation during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Verbatim: bd syringe 1/2 mlcc, 6 mm, 31g found 2 syringes with plunger/thumb press broken while drawing. On a third syringe from this box 1 needle bent when this adult son caller removed the needle shield.

Manufacturer narrative:
Investigation summary: customer returned (3) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 8127911 (2 of which were filled with approximately 11 units of a clear liquid inside the barrel). Customer states that the thumb press broke while drawing and the needle was bent when the shield was removed. All returned syringes were examined and 2 samples exhibited a bent cannula. Also, 2 samples exhibited a broken plunger rod. A review of the device history record was completed for batch# 8127911. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200753631] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05aug2019, holdrege received (3) 0.5ml, 31ga x 6mm syringes in an open poly bag from material 324911, batch 8127911. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Two of the syringes were filled to about the 11 unit line with clear fluid. The top ¾ inch of the plunger was broken off even with the top of the barrel. Process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the timeframe of the production of this batch. Root cause cannot be determined for the broken plungers. When the shield was removed from the third syringe, it was found that the cannula was broken off and loose inside the shield. Process summary: this machine treats the rack of hubs with corona, transfer cannula into hubs and apply adhesive. The cannulated hubs are then conveyed through a uv oven which cures the adhesive. After passing through a camera system, the shields are applied to the cannulated hub. There were no quality notifications or maintenance dispatches during the timeframe of the production of this batch. Root cause cannot be determined for the bent/broken cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that an unspecified number of an unspecified 1/2mlcc 6mm 31g bd syringe experienced plunger separation during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: bd syringe 1/2mlcc, 6mm, 31g found 2 syringes with plunger/thumb press broken while drawing. On a third syringe from this box 1 needle bent when this adult son caller removed the needle shield.